Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomally or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation in process but not yet complete.

Event description:
It was reported that during synosmosis ankle procedure, surgeon was untilizing tap to prepare for placement of the resorbable implant. When the tap bottomed out, head section of tap sheard off, and procedure was delayed by 30-40 minutes. Tap was removed and implant was positioned to complete the procedure.